Manufacturer narrative:
Follow up information was received on 14-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe/chronic pelvic pain and abnormal bleeding (genital haemorrhage). She underwent a total hysterectomy. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical procedure was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. On or about (B)(6) 2015, plaintiff had an hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Some time after implant of the essure device, plaintiff began to experience one or more of the following symptoms that include, but are not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, painful menses, a migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe/chronic pelvic pain and abnormal bleeding. On or about (B)(6) 2015, she saw her physician and underwent a total hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe/chronic pelvic pain and abnormal bleeding (genital haemorrhage). She underwent a total histerectomy. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical procedure was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.